Event description:
This lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2011, due to high atrial threshold. The physician was dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).